Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; distal segment returned. It was reported that the patient received inappropriate shocks, and there was a failure to shock during 5 successive therapies. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable" following the replacement procedure. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications no conclusion can be drawn shock, inappropriate deliver, failure to.

Event description:
It was reported that the patient received inappropriate shocks, and there was a failure to shock during 5 successive therapies. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable" following the replacement procedure.